Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error, and it turned off on its own. There was no patient harm reported. The event occurred while in use with patient at the hospital.

Manufacturer narrative:
One device was received for evaluation for the complaint that the pump having an error code then shutting off. The review of event log shows error code 46228 and could not pull event log due to corrosion on usb port. The review of service history was performed. The visual and functional testing was performed. Upon further investigation it was found that the battery compartment has corrosion on the pins, and the battery compartment has fluid residue. Unit is up to date on latest software.